Event description:
End user reported bleeding from the stoma for the past six months. She noticed blood in the pouch during changing. End user was unable to determine the exact location and the source of the bleeding. The product was in use for 2 days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury as if the bleeding were to persist it may become severe enough to warrant medical intervention. The end user reported a family friend is a doctor and has evaluated the area. The doctor determined no intervention was needed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.